Manufacturer narrative:
The product has been requested for investigation. A follow up report will be submitted if results are available. However, due to the nature of the medical event, a report is being filed.

Event description:
Customer reported that due to his meter not displaying the result clearly, he guessed at his readings and adjusted his insulin dosage. He began to experience dizziness. He was seen by his family physician and diagnosed with diabetic ketoacidosis; however, no treatment is documented in the report. There was no report of death or permanent injury associated with this event.